Event description:
The stryker core impaction drill was sent in for evaluation due to overheating during a tooth extraction. No adverse event was reported; another device was used to complete the procedure without any procedure delay.

Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed; the device overheated during performance testing. Visual analysis revealed worn/damaged motor cartridge, rotor and driveshaft assembly. There was no locite between the spindle housing and the motor housing. A damaged driveshaft bearing was identified as the probable cause of the failure. Worn bearing can result in increased friction between moving parts; this can lead to increased heat production. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.